Event description:
The patient was admitted to an emergency dept. Room and was connected to a bedside monitor that communicates wirelessly with a central monitoring system that has arrhythmia analysis capability. The pt heart rate began to decrease and eventually went to asystole. A code blue was called, but the patient expired. The ER staff reported that the central monitor did not indicate or enunciate the alarms. Upon investigation it was found that the "arrhythmia analysis" function at the central station was selected to off (selectable by the user, by manufacturer design). Further investigation showed that the system was configured for the arrhythmia function to default to off upon each off /on cycle of the central system or the bedside monitor. The low heart rate alarm initiated from the bedside monitor was the same tone and volume at the central as multiple other alarms occurring on the central monitor at that time. Inspection by the clinical engineering dept. Determined that both the bedside monitor and the central monitor system are functioning as designed as it was configured at that time of the incident.